Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link 8 stent delivery system (sds) found no blood or contrast visible and the balloon was tightly-folded, suggesting that the device was not prepared for use or utilized during the procedure. The stent implant was returned dislodged from the balloon, confirming the reported complaint. The first row of struts at the proximal end of the stent were also found to be flared, which may have occurred from handling during or after the procedure as this damage was not originally reported in the case description. There were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, measurements of the outer diameter of the stent were taken and the middle and distal end met manufacturing criteria; however, the proximal end could not be measured due to the damage noted. The inner diameter of the protective sheath was also measured and was within manufacturing specification. Although the exact cause for the reported dislodgement cannot be determined, if significant pressure is inadvertently applied during removal of the protective sheath, the stent can sustain mechanical damage and become disrupted on the balloon, thereby facilitating stent dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Based on the information received with this complaint and the analysis of the returned product, a definitive cause for the reported stent dislodgement and noted damage cannot be determined. All stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgment force.

Event description:
It was reported that when removing the catheter from the protective sheath, the stent dislodged. The stent was located on the stylet. There was no patient involvement. No additional information was provided.